Event description:
Pregnant female had epidural catheter placed by crna (certified registered nurse anesthetist) without any difficulty. A while later the patient notified the nurse that her shoulder was wet. Alligator clamp on epidural line discovered unclamped. Clamp closed and then taped shut.